Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -13.50. Device evaluated by manufacturer: no, device not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo 12.6 -13.50 diopter implantable collamer lens in patient's left eye on (B)(6) 2016 and excessive vaulting was noted. The lens was explanted and exchanged for a shorter lens with a similar diopter size on (B)(6) 2016. This resolved the problem. Patient's last visit on (B)(6) 2016; ucva was 20/20. See MFR. #2023826-2016-00363 for right eye.

Manufacturer narrative:
On (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20. Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic broken. (B)(4).